Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that overfill occurred after use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "it was reported that there are several tubes from this lot number that are filling well over the maximum fill area. Customer is reporting that they are seeing several tubes from this lot number that are filling well over the maximum fill area. I have verified that they are not referring to the volumes filling over the "etched" minimum fill line on the tubes, and they are confirming that they are referencing the fill volumes as compared to our fill line cards. They have pulled the lot number from their shelves, departments, and carts." (B)(4) occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that overfill occurred after use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "it was reported that there are several tubes from this lot number that are filling well over the maximum fill area. Customer is reporting that they are seeing several tubes from this lot number that are filling well over the maximum fill area. I have verified that they are not referring to the volumes filling over the "etched" minimum fill line on the tubes, and they are confirming that they are referencing the fill volumes as compared to our fill line cards. They have pulled the lot number from their shelves, departments, and carts." 10 occurrences were reported.